Event description:
The customer used lunette cup for the first time and couldn't remove it after 30 minutes of trying. The customer had read the instruction leaflet and searched for tips from the internet. The customer had model 2. The cup had risen high in the vaginal canal, and the customer couldn't break the seal. They visited the doctor to get the cup removed. The customer had no symptoms of infection but felt pain when the health care professional removed the cup. The customer suspected that the size 2 was not suitable for them. We sent them a smaller model 1 cup and additional instructions for correct use and removal.